Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The returned product did not exhibit the event described in the complaint. The instrument underwent external and internal visual inspections, no cable issue detected. Manual articulation of inputs pass. Failure analysis could not verify the customer reported event. No cable issue was detected.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument could not be used. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information on 28-jan-2026: there was no material broken off or detached from the instrument. There were broken/frayed cables visible at the instrument wrist. The jaws of the instrument did not move (remained static). There are no photographic images of the instrument available for review.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.